Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express upper arrow and down arrow button dome switch. There was no unlocked lcd keypad connected and no unexpected hard button anomalies on the insulin pump. The device was received with minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are hard to press. Customer's blood glucose reading was 107 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the up and down arrow buttons gave issues. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.